Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lead integrity alert triggered as two patient alerts for lead failure predictor occurred on (B)(6) 2011 21:35:10 and (B)(6) 2011 20:25:29. Oversensing was noted with seven ventricular nonsustained tachycardia episodes of <=200 ms average v-cycle occurred between (B)(6) 2011 04:02:49 and (B)(6) 2011 02:07:14. Interference/noise was noted as ventricular short interval count v-sic was 294.4 counts avg/day, in 3.02 days, between (B)(6) 2011 09:58:53 and (B)(6) 2011 10:22:47.

Event description:
It was reported that the lead was oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.